Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a painful rash underneath the front therapy electrode. The patient's physician advised the patient to use hydrocortisone on the irritation. During a follow-up the patient reported that the irritation had not improved with the use of hydrocortisone. The medical outcome of the patient is unknown.